Event description:
I used an animas ping insulin infusion pump from (B)(6) 2009 until (B)(6) 2011. During the winter of 2010-2011, my diabetes control changed dramatically. After johnson & johnson recalled the ping cartridges in 4 lots and replaced my cartridges, my control improved, but soon degenerated. I realized that upon notice of the recall, I began to use a box of cartridges that were older, but when those were used up, the succeeding boxes came from the replacement cartridges that animas sent as an exchange to get the bad ones back. Spoke to animas in (B)(6) and again in (B)(6), especially in (B)(6) 2011, after a cartridge leaked all over my shirt. I got a no prime alarm, opened the pump to re-seat the cartridge and prime (position) it and insulin came out from the cartridge well. Animas and I traded cartridges again. When I saw my doctor at (B)(6), I told him that I could get better blood glucose readings on lantus, so he switched me to mdi (multiple daily injections). I began the process to obtain a minimed pump (it has some troubles, too), but go nowhere and was advised to contact animas again. A technical support specialist again reviewed the settings of my pump, but again determined that it must be my fault, but at the tail end of the conversation it came up that my pump no longer retained its date and time information at battery change time, so they replaced my pump. I tried the new pump for about 8 days, but had insulin leaking back out form the site due to bad tissue and 2 leaky cartridges. I could smell insulin inside the cartridge well of the new pump. Quit using that and went back to mdi, where my hba1c results have been a very satisfactory 6.5 in (B)(6) 2011 and 7.1 in (B)(6) 2012. Only I am unhappy, but by doctor is pleased. I belong to (B)(6), an online chat group and more people have been noticing erratic control and air bubbles in their tubing. Only animas ping users have this problem, as far as I can see. After the recall in (B)(6) 2011, animas said that they were improving their qc at the company that makes the cartridges, which is (B)(4). I have no idea who manufactured cartridges for animas before j&j bought the company and took it over. In my humble opinion, somebody should hand j&j another recall and maybe include the ping pump itself. The effectiveness of the delivery system is being entirely negated by faulty cartridges. Do it quickly, if you please, before these kill somebody: thanks!